Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident and the current blood glucose of the patient is 528 mg/dl. The customer was treated with bolus deliveries and manual injections. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege pump and was under delivering. Customer reports insulin exited at the quick release. Insulin pump passed displacement test and customer assisted for high pressure test. The insulin pump will not be returned for analysis.